Event description:
The initial reporter alleged discrepant positive results for the elecsys hbsag ii assay on the cobas 6000 e601 module. On (B)(6) 2024, a sample tested with the hbsag g2 elecsys cobas e 100 v2 assay using reagent pack lot 730024 generated a result of 69.28 coi (reactive). After recentrifugation and repeat testing, the result was 51.28 coi (reactive). Polymerase chain reaction (pcr) testing of the same sample was negative. The sample was subsequently retested using two different reagent pack lots after recentrifugation, yielding a result of 27.59 coi (reactive). On (B)(6) 2024, a new sample from another laboratory was tested with the hbsag g2 elecsys cobas e 100 v2 assay using reagent pack lot 767191, generating a result of 0.44 coi (non-reactive). Pcr testing of this sample was also negative. The results from the initial sample (B)(6) 2024) and the new sample (B)(6) 2024) were measured and rerun on the same analyzer. The customer alleged that the negative result from the second sample represents the true result.

Manufacturer narrative:
The reported event occurred on a cobas 6000 e601 module (serial number: (B)(6). The investigation determined that the elecsys hbsag ii assay performed within specifications. The analysis of quality control data confirmed that all results were within the expected range. The initial sample (B)(6) 2024) produced reactive results across multiple reagent pack lots, while a subsequent sample (B)(6) 2024) from another laboratory yielded non-reactive results. Polymerase chain reaction (pcr) testing for both samples was negative. The absence of confirmatory testing and the lack of patient medical history limited the investigation. Based on the provided data, the initial reactive result is most likely a false positive, which is consistent with the assay's specificity claim. The customer was advised to perform the recommend confirmatory testing for repeatedly reactive samples.